Event description:
It was reported that the downstream occlusion (dso) sensor was damaged, and the downstream occlusion membrane cracked. The incident happened during annual maintenance testing. There was no patient involved and no patient harm or adverse event reported.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing and the downstream occlusion (dso) seal was torn in two halves. The customer problem was duplicated but the damaged part was the seal, not the sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.